Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had inaccurate sensor readings that triggered the threshold suspend. The customer stated that the insulin pump suspended for 2 hours; the sensor glucose was reading 56 while blood glucose value was 247 mg/dl. Blood glucose value at the time of the call was 256 mg/dl. The customer stated they received a calibration not accepted. It was indicated that the sensor was expired. Troubleshooting was declined. The sensor will not be returned for analysis.